Event description:
It was reported that the handswitch doesn't stop handpiece from running. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. A follow-up report will be submitted if the device is received.